Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has error code message of data acquisition (da) pcba adc failed. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
The customer rescheduled the repair. The fse replaced the da to mc cable per fco to address the reported problem.